Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm), pump error 49(history pointers failed. The history pointers are corrupted), and pump error 68(trace pointers are invalid). Customer was also reported frozen screen and and buttons stopped working. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, customer was unable to clear the pump alarms and instructed the customer that, the insulin pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, self test, active current measurement and sleep current measurement. The pump was monitored, no frozen screen, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 11-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 20:49:41.000, (B)(6) 2025 20:51:37.000, (B)(6) 2025 21:24:10.000. Pump error 23 alarm was found on: (B)(6) 2025 20:50:15.000, (B)(6) 2025 21:21:34.000, (B)(6) 2025 21:24:23.000. Power loss alarm was found on: (B)(6) 2025 21:26:17.000. Pump error 68 alarm was found on: (B)(6) 2025 20:45:39.000, (B)(6) 2025 21:21:05.000. Pump error 49 alarm was found on: (B)(6) 2025 20:45:39.000, (B)(6) 2025 20:47:07.000, (B)(6) 2025 20:50:02.000, (B)(6) 2025 21:21:05.000, (B)(6) 2025 21:21:21.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm/power loss alarm were expected due to power loss and pump error 61 (stuck key alarm) per diagnostic trace file. No unexpected pump error 68 alarm, pump error 49 alarm and pump error 23 alarm/power loss alarm noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Customer alleged for keypad anomaly, frozen screen, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were not confirmed. However, during visual inspection corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.